Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was going to get an MRI scan when it was determined that the right lead was out of range on unipolar settings. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the high impedance was not determined. No further actions or interventions have been taken or planned to resolve the issue. The MRI was stated to be unrelated to the patient's device or therapy.